Event description:
Olympus was informed that the asset/loaner viser elite ii video system center was returned for to the service center for evaluation. There was no reported defect or malfunction associated with the device. However, during inspection and testing, a no image malfunction was identified. There was no two dimensional (2d) serial digital interface (sdi) signal found due to a defective printed circuit board. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation identified during inspection and testing that the device has no 2d (dimensional) serial digital interface (sdi) signal. The no image malfunction was found attributed to a defective printed circuit board. The asset was repaired and returned to asset stock. The asset was last serviced in february 2022; no problem found, inspection only. The legal manufacturer (omsc) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The phenomenon ¿no signal from sdi output terminal¿ might have occurred because the sdi output terminal was damaged when static electricity was charged and applied at the time of installation. However, we could not determine the cause because there was no information if the sdi output terminal was damaged or not. In general, the customer is required to check the function of all devices used prior to a procedure and a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.